Manufacturer narrative:
Please review attached for the investigation results.

Event description:
It was reported that post tka patient had painful right knee restricted range of motion which was resolved by means of manipulation under anesthesia.